Event description:
It was reported that a red blinking light was displayed by the communicator. Analysis of the device showed that this right ventricular lead exhibited high out of range sock impedance measurements. Troubleshooting was performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that a red blinking light was displayed by the communicator. Analysis of the device showed that this right ventricular lead exhibited high out of range shock impedance measurements. Troubleshooting was performed. This lead remains in service. Additional information clarified that a commanded shock was performed and the device displayed a code 1005 indicative of an open circuit condition detected during shock delivery. Replacement of the lead was discussed. At this moment this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that high pacing thresholds were also observed. The tachy therapy of the device was turned off.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes. Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: patient codes, h6: impact codes.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: patient codes. H6: impact codes.

Event description:
It was reported that a red blinking light was displayed by the communicator. Analysis of the device showed that this right ventricular lead exhibited high out of range shock impedance measurements. Troubleshooting was performed. This lead remains in service. Additional information clarified that a commanded shock was performed and the device displayed a code 1005 indicative of an open circuit condition detected during shock delivery. Replacement of the lead was discussed. At this moment this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H6: device codes. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: patient codes. H6: impact codes.

Event description:
It was reported that a red blinking light was displayed by the communicator. Analysis of the device showed that this right ventricular lead exhibited high out of range shock impedance measurements. Troubleshooting was performed. This lead remains in service. Additional information clarified that a commanded shock was performed and the device displayed a code 1005 indicative of an open circuit condition detected during shock delivery. Replacement of the lead was discussed. At this moment this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that high pacing thresholds were also observed. The tachy therapy of the device was turned off. Additional information was received detailing that this lead was repaired and the defibrillation portion was surgically abandoned. No further adverse patient effects were reported.